Event description:
Failure to integrate. Presence of thick cortical bone surrounding spongy bone.

Manufacturer narrative:
Evaluation/conclusion: two implants failed to integrate: (B)(4) wbi; (B)(4)s. Courtesy replacement.